Event description:
At 12:00 p.m., set pump rate and volume for 4 hours to administer naphos 12 mmol IV. At 12:30 p.m., naphos IV bag was empty and the nacl bag was infusing. Pump indicated naphos had 3 hours and some minutes left. As a result, naphos was administered in 30 minutes instead of 4 hours. Vital signs stable, no arrhythmias, and no redness, phelebitis, or infiltration at IV site.